Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction was verified. The alleged low bg was verified in pump data; however, cause could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred and customer reset pump. However, the alarm reoccurred. Customer's blood glucose (bg) was 42 mg/dl. Customer consumed carbohydrates to address low bg. Customer did not provide cause of low bg and declined further troubleshooting. Customer reverted to using an alternate method of insulin therapy.